Event description:
Reportedly, on (B)(6) 2017 the subject device was found in standby mode while it was still in its box. An investigation is required. Preliminary analysis confirmed the reported event and showed that the device switched in standby mode because of cross-talk (the device was most probably interrogated in vicinity of another device).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2017 the subject device was found in standby mode while it was still in its box. An investigation is required. Preliminary analysis confirmed the reported event and showed that the device switched in standby mode because of cross-talk (the device was most probably interrogated in vicinity of another device).